Event description:
Pt implanted in nasolabial folds on 10/14/1997. Onset of infection 01/13/1998 in nasolabial area. Pt treated 01/13/1998 with erythromcin, and on 01/20/1998 with keflex and calestone. Treated 02/02/1998 with keflex, 02/09/1998 with duricef and westcort, 02/12 & 02/23/1998 with kenalog. On 03/30/1998 implant explanted and pt treated with warm compresses and keflex.